Event description:
Process being used to fill syringe: needle detached filled with dose of heparin, needle reattached and syringe plus needle sent to floor. Rn staff reports that syringes have been "blowing up" as they go to give the pt the injection, as if the needle was blocked. Reportedly happening 3-4 times a day. Today received syringe back with reported problem and it does indeed appear as if the needle is blocked. When you go to give the dose, pressure builds as you depress the plunger and the needle separates from the syringe and flies across the room.